Manufacturer narrative:
Follow-up #1 date of submission 07/07/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/17/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a basal delivery rate set to 0 units for several hours. The recorded total daily dose values added up to accurately reflect the user programmed basal rates. During testing, the pump was exercised for 24 hours with no errors, alarms, warnings, or other abnormalities. The complaint of inaccurate delivery was not duplicated and no defect was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that the user blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore, not reportable as an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.